Event description:
According to the info received, 2003, the pt was admitted to the hosp with shortness of breath and chest pain. Cardiac catheterization demonstrated occlusion at the aortic connector site and the pt underwent reoperation the following day. The info indicated the operative report stated "early" occlusion of the saphenous vein grafts and fibrous ingrowth "obliterating" the lumen. This info also indicated the pathology report stated "the center portion of the metallic fragment is closed by gray-white fibrous tissue" along with "organizing intraluminal thrombus with hemosiderin deposition." Angiogram interpretation indicated the pt had left main disease with good targets and an ejection fraction of 70-80%. The right coronary artery was very small. Two aortic connector grafts (upper, lower) were occluded. No graft to the lad was visualized. No additional info was received, including the pt's present health status. Related MDR 2135392-2004-00004.